Manufacturer narrative:
Medwatch sent to FDA on 08/11/2016. Device analysis observed a fold on the outer surface of the device. Calcification-like particle material on the surface of the device. White particles on the device shell. Yellow particle material in the fill channel of the diaphragm valve. There was no leakage from the valve after the material was removed. One opening was observed in the shell. The opening was noted to show striated markings on the edge consistent with surgical damage.

Event description:
Healthcare professional reported that the displacement of the inflated device was measured to be approximately 450ml when it was explanted.

Manufacturer narrative:
Medwatch sent to FDA on 07/13/2016. Device has been received, analysis is in progress. Device history record (DHR) results noted: "review of DHR for (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. Review of DHR for (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All valves were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that valve assembly met the required specifications. In addition, DHR for (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications."

Event description:
Healthcare professional reported a left side "spontaneous inflow of patient fluid" into a saline breast implant. The device inflated with fluid and was removed.